Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "suspect/actual rupture/deflation".

Event description:
Healthcare professional reported via nbir right side removal due to "suspected/actual rupture/deflation." Device has been explanted.